Event description:
The user received erroneous glucose results for one lipemic patient sample. The first result from the interga 400 was 47 mg/dl, repeat result was 21 mg/dl. The third result from the vitros analyzer was 200 mg/dl. The result from the vitros was reported and the patient was not adversely affected. The glucose reagent lot number was 619438.

Event description:
Customer reported the system locked up. No patient injury was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Product labeling states highly lipemic samples might lead to falsely increased values, therefore the lipemic sample could be excluded as possible reason for the questionable results. As the customer could not provide further data for investigation, the root cause could not be identified exactly. The patient was not adversely affected.